Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in a saphenous vein graft to obtuse marginal artery. A 2.8x19mm graftmaster stent system was taken to the perforation, inflated to 15 atmospheres (atm), implanting the stent; however, the perforation was not sealed. Thus, a 3.5x16mm graftmaster stent system was taken to the perforation, inflated to 16 atm and implanted successfully, sealing the perforation. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.